Event description:
It was reported that the insulin pump alarmed lost sensor. Customer stated that he was on his way to the hospital and will ask the nurse to call us when he is there to test the minilink. The blood glucose reading was 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.